Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the 16- 1535-0 - micropore-paper tape 1x10yds w/dispenser. Patient mentioned that the paper tape rips her skin. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".